Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the liver segment 3, just shortly above the hilus during a cholangioscopy procedure performed on (B)(6) 2022. During the procedure, an image problem occurred in the sense of streaking in the image, freezing of the image, and phantom images. They unplugged and plugged back in the spyscope ds ii, but the problem was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the liver segment 3, just shortly above the hilus during a cholangioscopy procedure performed on (B)(6) 2022. During the procedure, an image problem occurred in the sense of streaking in the image, freezing of the image, and phantom images. They unplugged and plugged back in the spyscope ds ii, but the problem was not resolved. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter phone): (B)(6). Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were signs of use in the form of elevator marks on the shaft of the catheter from the distal tip. Witness marks were observed on the pads of the umbilicus connector, indicating the device was plugged into a controller. No device damage was noted. An image assessment for visualization was performed. The device was plugged into the controller. A live, clear image was displayed. No problems were observed with physical connectivity of the device. The device was fully articulated in all directions; no impact to the image was observed. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl) or thru-silicon vias (tsvs). X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The handle was opened and the components within were visually inspected. It was noted that there was procedural residue on the plastic optical fibers (pofs) and camera wire in the breakout region, indicating that procedural fluids had flowed back up the optics lumen into the handle during use. The tip was blocked and saline was flushed through the irrigation tubing to induce backflow of saline into the optics lumen. This caused the image to be disrupted, with blue/orange lines across the screen and a purple hue, leading to a loss of image. The saline was drained from the device and image was restored. The reported event was confirmed. During product analysis, it was noted that procedural residue remained at the top of the optics lumen in the breakout. The optics lumen was filled with saline and the image was disrupted. Saline was drained from the optics lumen, and the image recovered. The image signal does not withstand the change in capacitance created by the introduction of saline into the optics lumen, and procedural factors can cause this fluid to enter the optics lumen during use. An investigation to address this problem is in progress. Therefore, cause traced to device design is the most probable cause selected for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: correction - block b1 (adverse event/product problem) has been corrected.